Manufacturer narrative:
No motor error alarm, e70 alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the in alarm history insulin pump received motor position encoder error alarm also more than one motor error alarm within a 30-day period. The customer¿s blood glucose was unknown. Customer stated the drive support cap appears normal customer stated they were able clear the alarm also able to complete pump rewind. Customer stated that insulin pump had not exposed to high magnetic field. Customer also stated that insulin pump received no delivery alarm. The device will be returned for analysis.